Event description:
Please help! (B)(6) 2013 bmx. (B)(6) 2013 expanders removed, and implants put in (B)(6) 2014. Left nipple removed because cancer was seen and seri was put along side of implant for revision to reconstruction. In 2015 "cc" started on (B)(6) 2015 had to have left implant removed because of infection that was draining and not responding to antibiotics. Seri was reported as just hanging there. I asked for pathology on everything removed but not sure what was done. Now, tomorrow (B)(6) 2015, they need to remove right implant because it is also infected like left breast. I was told I would have to wait 6 months to try again with expanders and then implants on the left side but now the clock will need to restart because the same problem is occurring on the right side, I want to make sure all material taken out of my body is tested. I don't know if it is seri related but I need advice on what else I as the pt need to do. I have been asking why 9 months after last surgery the infection on the left breast and now 12 months on the other breast; no one seems to dig in to find out. I feel like pts have got to do as much of their own research as possible. I have read your warning letter about seri written 05/29/2015. Now I need to make sure someone that will listen is aware. MFR can see it as info that would not support their product and not dig in to determine if it is a possible link. I sincerely than you for any assistance. Suffering a lot of pain because of the infection and capsular contracture.